Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2011 and performed to specification up to (B)(6) 2015. During this time the device recorded a power of 11 minute duration, this indicates the device had detected a patient impedance. No further information is available as the user accessible history had been erased after this event. Investigation found no fault in the device. There was no evidence in the history log or during testing at heartsine that would suggest the device was switching on automatically. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.